Event description:
Same case as MFR. Report # 3005099803-2009-00445. It was reported that during an endoscopic biliary drainage (ebd) procedure for treatment of obstructive jaundice, deployment difficulties occurred. The lesion was located in the inferior bile duct. The 7fr/5cm flexima biliary stent delivery system (sds) was advanced to the lesion, however, upon attempting to deploy the stent, the deployment suture caught in the stent flap while retracting the inner sheath and the stent was unable to be deployed. The device was removed and a second 7fr/5cm flexima biliary (sds) was advanced to the lesion, however, the stent was difficult to deploy. The second stent was able to be placed to complete the procedure. No pt injuries were reported, however, it was noted that the pt suffered "slight pancreatitis" following the procedure and has since recovered.

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.